Event description:
There was an allegation of questionable hba1c iii tina-quant hemoglobin a1c iii results for 2 patient samples on a cobas 6000 c501 module. Patient 1: the initial result was (B)(6) and the repeated result was (B)(6). The results were reported outside of the laboratory and the repeated result was deemed correct. Patient 2: the initial result was (B)(6) and the repeated result was (B)(6). The results were reported outside of the laboratory and the repeated result was deemed correct. The lot number was 54387401 and the expiration date was 31-oct-2022.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and sample pre-analytic details; no abnormalities were found. The field service representative was unable to duplicate the issue. He inspected the wash head assay, made minor adjustments for fluid levels, decontaminated the rinse tubing, replaced a worn reagent probe, and requested other replacement probes. He verified the information by performing a hardware check, which was within roche specifications. After service, no issues were reported by the customer. The investigation determined the service actions, although no cause was found, resolved the issue.